Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to specifications, creases fold, wear abrasion and opening curved on radius. A visual and microscopic analysis was performed which identified striated opening on radius and stress marks. Base on the device analysis the final assessment is a striated opening on radius assessed as surgical damage consistent in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side "baker 3 capsular contracture". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. The device remains implanted.